Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer reported that believed blood glucose levels were in target. Reportedly, the customer has manual injections available as alternate insulin therapy.